Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, return sample testing and historical performance of reagent lot 31331un20. The historical performance of reagent lot 31331un20 was evaluated using world wide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 31331un20 is inside the established control limits, which indicates acceptable product performance. The returned patient samples were tested. The dilution linearity testing indicated that there is a possibility of interfering substances present in the samples. Labeling was reviewed and found to be adequate. Based on the investigation, no deficiency of architect stat troponin-I, lot number 31331un20 was identified.

Event description:
The customer stated that false positive architect stat troponin-I results were generated for two different samples from a patient. Sample #1: 0.47 and 0.53 ng/ml. Sample #2: 0.53 ng/ml. The customer reference range is 0.00 - 0.03 ng/ml. Istat testing for both samples generated negative troponin values of 0.00 ng/ml. No adverse impact to patient management was reported. The EKG was normal and the patient has been discharged.